Event description:
Same case as 2134265-2012-08167; 2134265-2012-08168. (B)(6). It was reported that during a coronary artery stenting treatment procedure plaque shift and recoil occurred and following the index procedure the patient experienced a myocardial infarction. The target lesion was located in the 1st right postero lateral branch (rpl) with 90% stenosis and was 30 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 mm x 32 mm promus element plus stent, with 0 % residual stenosis. During the index procedure, pre-dilatation of the target lesion (1st rpl) was performed with 2.0 x 12 mm and 2.5 x 20 mm apex balloons during which plaque shift and recoil was noted. Post index procedure/prior to discharge, elevated cardiac enzymes values were observed (peak ck-mb: 22.1 ng/ml, uln: 6.3 ng/ml, troponin: 0.39 ng/ml, uln: 0.04 ng/ml) and an event of myocardial infarction was reported, also ECG was performed on the same day. The event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).